Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). The device serial number was documented as (B)(4) in the initial report. The serial number has been updated to (B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to may 08, 2015. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and it was observed that the device passes all test except for general and test number 40. It was further noted that from the outside a crack at the oscillating head base was visible. It was noted that after disassembly it was determined that the oscillating head base was broken and no force could be provided to the saw blade. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to weak faulty and defective construction/design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported from (B)(6) that during an osteoarthritis surgical procedure of the knee, it was discovered that the battery oscillator device stopped oscillating when the saw blade device was inserted into the coupling device and when in contact with the patient's bone. However, the battery oscillator device was able to oscillate the saw blade device in the air without touching the bone. There was ten minute delay to the surgical procedure. It was reported that the surgeon completed the surgery with a spare oscillator device. The reporter stated that, there was no allegation of malfunction against the coupling device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.